Manufacturer narrative:
H.11 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing of the console found it to be functional as well as able to detect the tube guide switch being attached and detached. The reported failure was unable to be reproduce. A review of the device history record (DHR) for the aquabeam robotic system serial number (B)(6) / aquabeam console lot number 21c01106 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 4 shows the list of peripherals which could cause the system to be not ready for use. Table 4: aquabeam robotic system status indications: -aspiration pump cover, -cover of aspiration pump is open, -close the aspiration pump cover over the aspiration tubing. Ensure there is no interference between tubeset and cover door. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware during the aquablation procedural set-up, the aquabeam robotic system generated an "aspiration pump cover error". Multiple troubleshooting steps were taken to address the issue without success. As a result, a second aquabeam console was used, and the procedure was completed successfully. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.6 adverse event problem component code - 4756, appropriate term/code not available: aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.